Event description:
Customer reported via phone call that insulin pump loses date and time and insulin pump has to rewind and prime after every battery change. Customer's blood glucose was 109 mg/dl. During troubleshooting, alarm history showed a signal too low alarm and an unexpected restart alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self-test and unexpected restart, no alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratches on the reservoir tube window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.